Event description:
On 5/9/2024, a sales representative reported via (B)(4) that an ar-8956c-45t bone tap, cannulated, 4.5 mm, broke during a 5th metatarsal fracture. When the surgeon turned the ar-8956c-45t bone tap counterclockwise, it broke, snapping the entire "gold" portion of the tap in the shaft of the metatarsal. They were able to get it out with a non-arthrex hardware removal set. This was discovered during a metatarsal fracture procedure, with no reported patient harm. Additional information was received on 5/20/2024: all broken pieces were retrieved from the patient. The case was delayed 25 minutes to retrieve the end of the tap from the canal of the 5th metatarsal. The patient had to have longer or time, more anesthesia, and a larger incision.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion.